Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead was increasing and is now high. The lead impedance is also increasing with high impedance on the lead. The rv lead was reprogrammed from a bipolar mode to a unipolar mode and the thresholds and impedance issues were resolved. The lead remains in use. No patient complications have been reported as a result of this event.